Event description:
The product analysis laboratory (pal) encountered an ultrafiltration (uf) volume of 10747 ml during cycle 1 of an aborted therapy during a review of the logs of a returned homechoice (hc) machine. The fill volume was 2000 ml. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The product analysis laboratory (pal) encountered an ultrafiltration (uf) volume of 10747 ml with a programmed fill volume of 2000 ml in cycle 1 of an aborted therapy during a review of the logs of a returned homechoice (hc) machine. This volume reading was determined not to be an increased intraperitoneal volume (iipv), but rather the result of an erroneous reading in the logs caused by a problem with the digital printed circuit board (pcb). Device was sent to service.